Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
The date of the provided patient files of the subject pacemaker were incorrectly dated (B)(6) 2006. Other dates inside of the files were also incorrect.

Event description:
The date of the provided patient files of the subject pacemaker were incorrectly dated (B)(6) 2006. Other dates inside of the files were also incorrect.